Manufacturer narrative:
(B)(4). The electrodes were not returned for evaluation, however, the customer reported that after more troubleshooting, they discovered that the issue was caused by a bad therapy cable. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was not connected and displayed ECG artifact that was noisy and blank. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the customer confirmed that there was no adverse effect to the patient. The customer was unable to provide any further information for the patient.